Manufacturer narrative:
Based on the information provided, the cause of the vessel injury cannot be determined although it was reported that the case was converted to open surgery due to complex anatomy. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the case was converted to an open approach due to the patient's complex anatomy. A pulmonary artery injury occurred while the surgeon was attempting to perform the case robotically. However, it was explained that the complication was reportedly attributed to complex anatomy. The following information is unknown: what surgical task was being performed when the injury to the pulmonary artery occurred, the cause of the injury, what type of vessel injury occurred, details regarding the complex anatomy, and what specified surgical intervention was rendered due to the complication. The injury was repaired via open surgery. The patient is recovering well and is currently discharged from the hospital.